Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding the patient. The rep re ported that the patient¿s device was explanted on the day of the report. They stated that the patient was not happy with the therapy and wanted it removed. The rep noted that they saw the patient several times for reprogramming and they were unable to produce the same results from the trial. The stated that there were no impedance issues, and no lead migration issues. The issue was resolved at the time of the report.